Event description:
The doctor indicated that while tightening a bridge over implants with torque value 20/25 ncm the driver fractured. The doctor was able to complete the surgical procedure by using another driver.

Manufacturer narrative:
One hex driver tip was returned for inspection. However, the product was misplaced in house before the evaluation could be performed. If the product is found, the investigation will be re-opened and a supplemental medwatch will be submitted. The complaint is non-verifiable. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. A singular cause could not be determined.